Manufacturer narrative:
A field service engineer was dispatched who conducted on-site follow-up with the customer.the fse observed drifting of the retention time, and unstable pressure.the fse replaced the inlet check valve, buffer valves 2 and 3 which returned the instrument to normal operation.no further action was required by field service. The most probable cause of the reported event was due to a defective inlet valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported long retention times with their g8 analyzer a field service engineer (fse) was dispatched on (B)(4) 2017 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.